Event description:
It was reported that the patient experienced bradycardia and presented in the emergency room. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture. Chest x-ray confirmed lead dislodgement. The rv lead was repositioned. The patient was in stable condition.

Event description:
New information received indicates that the right ventricular (rv) lead revision took place on (B)(6) 2025. Later, the rv lead was explanted and replaced on (B)(6) 2025. There were no patient consequences.